Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms, but alarms kept occurring. No further details were provided. Customer¿s blood glucose level was 300 mg/dl.